Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that their husband experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as being thirsty and treated with the insulin pump and manual injection. Customer's blood glucose value was 383 mg/dl at the time of the call. Customer's wife reports that husband was hospitalized not because of high blood glucose level but because of dehydration. Customer's blood glucose while in the hospital was 214 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was not returned for analysis.